Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2011. A 5076-45 lead: implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had an elevated threshold and high impedance. An lv lead conductor fracture was electrically confirmed. The lv lead polarity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the system longevity study.